Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 61 after insertion. The RMA was issued for further investigation of the sensor.however,it was not possible to test the returned sensor due to hydrogel completely missing over the optics. He damage observed on the hydrogel is most likely caused by excessive force applied by the removal clamps during the explant of the sensor and is not related to the customer's issue.a review of the in vivo data from dms showed diminished sensor performance as the signal steadily declined and the msp gradually decreased to the threshold value throughout the insertion period. This is indicative of hydrogel oxidation and the system correctly disabled the sensor due to performance failure.as part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 10 april 2025. G3.date received by the manufacturer? 10 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On ffebruary 13, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
D2b.corrected from sba to qhj.